Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and three 33mm watchman laa closure devices & delivery system (wds) were attempted to be used. Prior to the procedure, transesophageal echocardiogram (tee) confirmed the ostium maximum diameter was 26.5mm and the maximum depth was 34.8mm. It was also confirmed that there was enough space in the anterior (middle) lobe at 135 degrees, and the procedure began with a plan of placing a 33mm device. The transseptal puncture was inferior/posterior, and when the was was inserted in the anterior part of the left atrial appendage with the pigtail catheter advanced first, the sizing marker of 27mm was positioned in the ostium. Allowing the device to be placed slightly proximal, the first 33mm device was deployed. During deployment, the device turned sideways, and required a full recapture. Judging that the middle lobe had more depth, the target path was changed to the middle lobe, and the second 33mm device was deployed. It was placed slightly proximal, but the position was within the allowable range. However, when the tug test was performed, it pulled back to the left atrium side and a full recapture was performed. Since the anterior and middle lobe did not have enough depth the was was changed to a single curve was, and it was approached in the posterior lobe. A third 33mm device was deployed and was determined to be too distal. The device got caught in the pectinate muscle, and since it was found to be flattened under fluoroscopy, a partial recapture was performed. It was deployed again with it being pulled back slightly, but the device could not be deployed completely, so a second partial recapture was performed. During the third deployment at the posterior lobe, it was confirmed under fluoroscopy that the cardiac shadow did not move. Since cardiac tamponade was suspected due to laa perforation, transthoracic echocardiography (tte) was performed, and a 20mm pericardial effusion was confirmed in the left ventricle posterior wall. Since arterial blood pressure was decreasing, a pericardiocentesis was performed and drainage was performed. The patient was monitored but blood pressure did not return so it was decided to perform surgical hemostasis. The third device was fully recaptured and removed from the patient. The left atrial appendage was ligated during surgery and the patient's condition after the procedure was good.